Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected. Reportedly, the issue occurred multiple times. Blood glucose level was not impacted. The customer successfully reconnected the cartridge connection and resumed insulin deliveries to address the issue.